Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power monitor) has been confirmed. Upon investigation, the battery was unable to power on the monitor or recharge. The cause for the battery failure was isolated to an open f1 battery fuse. The cause for the open fuse was excessive current. The root cause for the excessive current could not be positively identified. No adverse event resulted from the defective battery pack.